Manufacturer narrative:
The technician tested the bed with 200 lbs on the head section for two days and the head section didn't drift down at all. He then tested all bed functions as well as the CPR and found no problems. He also performed a functions check on all systems and found no problems.

Event description:
Information received indicates the beds head actuator has been lowering on its own.